Manufacturer narrative:
(B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer was concerned with test results obtained of 415 mg/dl; customer did not provide erratic results of concern. The customer¿s expected blood glucose test result range is: in the morning 98-115 mg/dl fasting. At lunch 110-130 mg/dl fasting. Evening 120-150 mg/dl fasting. Night 150-200mg/dl fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 166 mg/dl and 161 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/23/2021 and open vial date is (B)(6) 2020. Customer was not concerned with the meter memory results of 53 and 62 mg/dl. The meter memory was reviewed for previous test result history: (B)(6).